Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson¿s dual. It was reported the error code power on reset (por) had occurred. The hcp stated the patient went overseas and did not charge for three days when they were used to charging daily. The hcp was not with the patient at the time of the call. The patient later reported they saw the por while they were sitting on the couch and had no recent medical tests or emi environment exposure. The patient stated their implantable neurostimulator (ins) charge showed it was ¾ full, and wanted to know why the por occurred if the ins charge was not low. The por was successfully cleared, the stimulation was turned back on, and troubleshooting was reported to have resolved the issue. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.